Manufacturer narrative:
The customer reported that during surgery using a bonescalpel ultrasonic surgical system with a mxb-10lc 10 mm blade with a long curved horn, the tip of the blade snapped off entering the surgical filed in the patient. The tip of the blade was recovered. No patient or user injury was reported. No additional medical intervention was required. No significant delay in treatment was reported. The customer reported a second blade sparked and broke during priming. The blade was replaced with another misonix inc. Blade - and mxb-20lc and the surgery was performed without incident. The MDR is being filed because the customer stated that if the blade that sparked and broke during priming could have caused a burn/fire to the patient. Therefore, in the customer's opinion, the malfunction had potential to cause an injury. The blade that was returned from the customer was from lot # 272179. The device history record was reviewed. The history record review concluded that the blade lot conformed to all established specifications. Trend analysis was performed. The failure rate for borken mxb-10lc for broken blades is 0.74%. There were no reports of blades sparking. The broken blade was inspected using microscopy under 10x magnification and the tip of the blade was twisted. There was a clean fracture of the tip from the base of the blade. A potential root cause of the tip being twisted is improper assembly by the user. A t-wrench is used to assemble the blade to the horn. If the t-wrench is not fully bottomed out on the blade during tightening, torque will be applied to the tip of the blade rather than distributed equally across the blade surface. This will cause the tip to twist and bend. In turn, a twisted or bent blade will vibrate in an unstable manner at 22.5 khz. At this extreme ultrasonic frequency, instability can cause the blade to spark from friction and/or fracture. To verify the potential root cause, the engineering laboratory took a blade from another lot and performed the assembly operation by not bottoming out the blade in the t-wrench. The tip of the blade bent. The blade was then used in a simulated use condition to cut a bone sample. The blade sparked and fractured at the bend in a similar fashion to that described by the customer. The fracture was similar to the fracture found during microscopic examination of the complaint sample. We conclude this is user error in the assembly of the blade to the horn and handpiece. The predominant failure mode for ultrasonic surgical blades that break during use is a partial or complete fracture. They typically do not shatter or create multiple un-retrievable fragments that would difficult to locate or remove. The complaint reported that the mxb-10lc blade broke in the patient and a second blade broke during priming. Because the surgical procedure is performed under visualization by a surgeon, in some case enhanced by loupe or a microscope, the failure mode of a fracture can be easily identified. The broken pieces can also be easily visually identified visually or aided by the use of enhanced visualization by routine loupe-fitted eyeglasses or microscopes and removed from the surgical field. Surgical suites typically have access to x-ray equipment and would be able to quickly identify and locate any fragments not found by direct or enhanced visualization. The fractured piece can therefore be found and extracted quickly and easily without significant delay in the surgical procedure. The tips are shipped as sterile components in multiple packages; therefore the tip can replaced with a new one without significant delay in the surgical procedure. In the event that the bonescalpel couldn't be used to complete the procedure surgical suites have access to alternative technologies that can be used to complete the surgical procedure without significant delay in treatment. Sparking is not related to current leakage but rather due to friction of the unstable blade bent by improper assembly. The sparking occurred during priming. It is routine practice described in our IFU to prime and test the bonescalpel ultrasonic surgical system to assure proper assembly and function. The prime and test was performed in accordance with the IFU manual. Therefore, by risk assessment, the potential for injury to either the user or patient is remote. The bonescalpel IFU manual includes, without limitation, the following warnings: caution 7.7: the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. Warning 1.2: the bonescalpel system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Warning 4.4 breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually break. Tips showing signs of deformation or cracking should be replaced immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a sharps container. Warning 4.3 ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity.

Event description:
The tip of the blade snapped off inside the patient. (The) tip of the blade was recovered. (I) opened a new blade as requested by the surgeon. As I was priming the device the tip of the blade started sparking and snapped off yet again, falling to the ground. If this had happened when the surgeon was using the instrument it could of caused a burn/fire to the patient. Although the first was not kept (the scrub nurse, did ask the staff to keep it, but they didn't) it is possible it was a different serial number from the one which snapped and sparked. Apparently they then attached an mxb-20 and had no further problems. Karen recovered the second blade which "sparked" and we will return it to you as soon as possible. I will contact (B)(6) and see if I can get more details. They have reported internally as a matter of course. We have asked that they cease using any other mxb-10lc's in the meantime. Please could you let me know what information you need and if there is anything you specifically require me to do at this stage. We obviously fill in our own internal report which I will, of course, share with you once we have all the details.